Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 0002916596-2014-00885. This report is being submitted as a correction. Additional information: the user facility medwatch reports ((B)(4) were received from the intermacs registry. Approximate age of device- 54 days. A root cause for the reported events could not be determined. A full examination of the device could not be conducted because the system was not returned for analysis. However, the instructions for use lists device thrombosis, infection, sepsis, renal failure, hepatic dysfunction, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. Post-operatively, in the two weeks following implant, the patient experienced respiratory complications including infection, inability to be extubated requiring a tracheostomy and pulmonary embolus. On (B)(6) 2014 the patient cultured positive for fungus from the mediastinum with a subsequent dehiscence of the sternal chest incision requiring multiple ¿washouts¿ and a wound vac. The chest wound remained open for approximately 2 months. On (B)(6) 2014 a surgical revision of the pump outflow graft was performed where a section measuring approximately three inches was removed to shorten the length. Later in (B)(6) the patient was reportedly alert and oriented, off the ventilator and the chest wound was closed. Over the course of three months post implant, the patient also experienced encephalopathy, unspecified line infections and sepsis with (B)(6), hepatic dysfunction, renal dysfunction, gastrointestinal infection with c. Difficile, a perforated colon with a subtotal colectomy and ileostomy and bleeding from the chest wall and pump pocket. No additional information was available until (B)(6) 2014 when a device tracking form was received with information that the patient expired on (B)(6) 2014 with the cause of expiration noted as suspected pump thrombus and multisystem organ failure. Additional information was received from the intermacs registry that states "patient has had multiple mediastinal "debidements" (B)(6) 2014. Returned to operating room on (B)(6) 2014 for shorting of lvad outflow graft for known kink on outflow graft." Further additional information was received from the intermacs registry that states "suspected pump thrombus, multiorgan dysfunction, evidence of blood in the ostomy, aki anuria, "worsing" hyperkalemia and refractory acidosis, "iactic" acidosis. Echo showed suspected thrombus with flow only thru the aorta both by doppler & a-line tracing. Primary cod: multisystem organ failure (msof)."